Event description:
No additional information received material#: 320119 lot#: 3179198,3179198,3083952,3083952,3055903,3158501 it was reported by the customers are having issues with this needle not pushing medication through, or are dull. There have been numerous over the last few weeks that have had these problems and I have 6 that were sent to me with lot numbers. Verbatim: rcc received a complaint via email. Cutomers are having issues with this needle not pushing medication through, or are dull. There have been numerous over the last few weeks that have had these problems and I have 6 that were sent to me with lot numbers. Bd precisionglide needle. 30g x 1/2. 305106. Lot: 3179198 dull. Exp: 2028-08-31. Lot: 3179198 closed. Exp: 2028-08-31. Lot: 3083952 dull. Exp: 2028-04-30. Lot: 3083952 closed. Exp: 2028-04-30. Lot: 3055903 dull. Exp: 2028-03-31. Lot: 3158501 closed.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported the customers are having issues with this needle not pushing medication through or are dull. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. The packaging blister was opened by pushing the needle hub through the packaging blister top web instead of pulling apart the top web from the bottom web. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. Clogging can occur when pushing the unit through the packaging blister top web inducing foreign matter. It is recommended that the packaging blister is opened by pulling apart the top web from the bottom web. A device history record review was completed for provided material number 305106, lot 3083952. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Pr: (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 320119. Lot#: 3179198, 3179198, 3083952, 3083952,3 055903, 3158501. It was reported by the customers are having issues with this needle not pushing medication through, or are dull. There have been numerous over the last few weeks that have had these problems and I have 6 that were sent to me with lot numbers. Verbatim: rcc received a complaint via email. Email(s) attached. Cutomers are having issues with this needle not pushing medication through, or are dull. There have been numerous over the last few weeks that have had these problems and I have 6 that were sent to me with lot numbers. Bd precisionglide needle: 30g x 1/2 305106. Lot: 3179198 dull. Exp: 2028-08-31. Lot: 3179198 closed. Exp: 2028-08-31. Lot: 3083952 dull. Exp: 2028-04-30. Lot: 3083952. Closed. Exp: 2028-04-30. Lot: 3055903 dull. Exp: 2028-03-31. Lot: 3158501 closed. Exp:.